Event description:
The pt was revised because of loosening of the femoral component.

Manufacturer narrative:
The product was not returned for examination. Product info required to retrieve the device history records for review and search the complaint database was not provided. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported device loosening based on the provided information . Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.